Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose connection is inconclusive due to the state of the returned sample. Two photographs of a groshong nxt was returned for evaluation. An initial visual observation of the photographs showed a groshong nxt in the process of being assembled. Evidence of use but no biological residue is observed. The proximal and distal connector pieces could be seen joined, but full assembly of the groshong was not attempted or completed in the photographs. A small blue segment of tubing was also seen in the image and it's possible that this piece was the connector compression sleeve, which if removed from the connector would prohibit secure assembly of the catheter. It could not be verified that this was the case though without the physical sample. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the nurse trimmed the PICC catheter and installed the peripherally inserted central venous catheter as prescribed by the doctor. Upon re-examination, the peripherally inserted central venous catheter was found to be loosely connected, and it was re-replaced without affecting the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the nurse trimmed the PICC catheter and installed the peripherally inserted central venous catheter as prescribed by the doctor. Upon re-examination, the peripherally inserted central venous catheter was found to be loosely connected, and it was re-replaced without affecting the patient.